Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 973 mg/dl with nausea. It is unknown if the patient receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged that the insulin was not working properly. No further information was provided. Animas customer support made several attempts to contact the reporter for further information; however, the reporter did not respond. If additional information is obtained, this complaint will be updated accordingly. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a pump functionality issue

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump history showed the last bolus delivery was a 4.6 unit normal bolus. The black box showed a loss of prime with deliveries resumed. A recording of a manual program of the pump basal rate was used until a loss of prime occurred and deliveries were resumed. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no delivery defects were found. The pump was delivering accurately and within range. The pump was run for 24 hours at a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily doses showed 48 units. No alarms or delivery interruptions occurred during testing. The inaccurate delivery issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.